Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for an iliac wallstent placement procedure, the "stent fell off" of the wallstent endoprosthesis with unistep plus delivery system. The procedure was completed successfully with another of the same device. The device had no contact with the pt.